Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noise on the rate/sense channel that appeared to be myopotential oversensing. The noise was oversensed and resulted in pauses in pacing. The noise, but not the oversensing, could be recreated when the patient lifted himself from a chair. Additionally, this implantable cardioverter defibrillator (ICD) will be prophylactically explanted due to the recall on this model.